Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 107 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had detached end cap, minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump was unable to test for motor error alarm due to detached end cap. The motor was tested outside of the insulin pump and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.